Event description:
It was reported that a pump is "beeping" and has "no keypad input". It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval experienced reported symptom of "beeping and no keypad input". The unit would not power on using the on/off key, however, would power on by opening the door. Eval found all keys inoperable due to a stuck 2nd soft key caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.